Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pain stimulator device and lead was removed possibly back in 2015 with no replacement due to a massive infection.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2014; explant date (B)(6) 2015, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.